Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. The microcatheter was returned for evaluation. The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. Circumferential cracks were observed on the remaining tip polymer. Those indicated the tip polymer was likely separated due to tensile stress. At the torn end of the tip, tip polymer and under polymer layers and braids were found stretched. The catheter lumen became narrowed by the under polymer layer and braids that were gathered inward by torsion. Lot history review revealed no anomaly relating to the reported event. There is one similar incident reported from this lot (MDR#:3003775027-2019-00025, ref: 3529-3600). The similar event was attributed to severely calcified anatomy and applied torsion; therefore, it was concluded there was no indication of product quality deficiency. Base on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped possibly by the target lesion, and that stress led the catheter tip to be damaged and eventually torn off by tensile stress generated with removal from the anatomy. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, the separated tip was not returned and potentiality could not be completely ruled out that some fragment(s) might be left in the patient. Instructions for use states that: (warnings) do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); (warnings) if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, (malfunctions) separation.

Event description:
It was reported that the tip of an asahi microcatheter separated in the patient during a poba to treat a 90-99% stenosis in the lad. The physician was able to remove the separated tip from the patient. There were reportedly no issues with the patient.